Manufacturer narrative:
No products have been returned to medtronic for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was plugged in overnight, however, when transporting the systems the battery indicators would drop and the site would get a warning message stating that the battery levels were low. There was no patient involved.